Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead has spent more time with an out of range (oor) impedance greater than 2500 ohms than it has in range. Two ventricular tachycardia episodes had also been recorded due to oversensing the respiratory rate trend (rrt) sensor. Technical services discussed possibly turning off rrt and the possibility of a spring contact issue. The patient was later brought into the clinic and rrt was turned off. It was also noted that thresholds had increased from 0.8 volts to 2.1 volts. The physician decided to explant the device and the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the right ventricular (rv) lead has spent more time with an out of range (oor) impedance greater than 2500 ohms than it has in range. Two ventricular tachycardia episodes had also been recorded due to oversensing the respiratory rate trend (rrt) sensor. Technical services discussed possibly turning off rrt and the possibility of a spring contact issue. The patient was later brought into the clinic and rrt was turned off. It was also noted that thresholds had increased from 0.8 volts to 2.1 volts. The physician decided to explant the device and the rv lead. No additional adverse patient effects were reported.